Event description:
Stem is fractured into 2 pieces. Circumstances surrounding the case are unknown. Implant date is unknown. Explanted 2006.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.